Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "flow sensor calibration fails" can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause could not be determined. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
Flow sensor calibration fails (with sw version 2.1.1 or higher) - ventilator for clinical trials.